Event description:
It was reported that pump experienced malfunction code malf 16 that could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed by technical support to place pump into storage mode and return it using a prepaid label, and was informed that pump settings and continuous glucose monitor would need to be set up on replacement pump.v